Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with dbs system was admitted to the hospital because a return of symptoms. The hcp mentioned that the patient had a programming session yesterday. The patient does not have a patient programmer to check the status of the ins (implantable neurostimulator).